Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
When reviewing previous events, we were able to establish that there is a baseline trend of complaints pointing to the situation where the cart fell off or almost fell from the automation loading and unloading systems, such as return conveyor (rc), air glide system (ags), or free standing conveyor (fsc) due to various reasons. As it was indicated in the complaint record, the device involved was a free standing unloading conveyor (fsuc) with serial number (B)(6). At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6). During the investigation course it was established that the stopping pin was blocked in the down position and this fact contributed to the event. The root cause of the pin blocking was established as the pin arm was slightly bent, most likely by the cart which hitting it while was moved from unloader to the trolley, which was not docked properly. The improper docking of the trolley resulted in the pin still being in the up position when the cart was moving along. Therefore the issue was concluded to be most likely related to improper usage of the device and gradually excessive wear of the affected part. This problem had been increasing gradually therefore should be detectable on preventive maintenance. It was established that when the event occurred, the affected device did not meet its specification. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The problem has been resolved by replacement of the stop pin . Within the baseline trend of complaints regarding this type of event excessive mechanical wear of the pin does not represent an important part of the complaints, nor does there appear to be an increase in trend.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 30th november getinge became aware of an issue related to the unloader used together with the 8668 washer disinfector. As it was stated, the docking fixation on the unloader came loose and the docking pins got stuck leading to cart fell of the unloader. There was no injury reported, however we decided to report the issue in abundance of caution as the issue could led to injury if is to reoccur.